Event description:
Terumo medical received the following information: after receiving a sublocade injection, the patient experienced an injection site abscess, and an area of necrotic tissue. The area was the size of a penny. The patient had previous injections, with two different nurses administering the injections.